Event description:
Home patient (hp) reports patient line of home choice set was not priming completely. Hp was able to prime line after she reset up with new supplies. Per hp, there was no patient injury or medical intervention as a result of this incident.